Event description:
It was reported that the patient had been experiencing hemoptysis and a right heart catheterization (rhc) was performed to rule out relation to the cardiomems sensor which was recently implanted on (B)(6) 2025. The physician confirmed that based on the rhc and angiogram, the cardiomems sensor did not cause or contribute to the hemoptysis in any way. The site opted to check the accuracy of the sensor during the rhc and the sensor was recalibrated. The sensor baseline was increased by 3.3 mmhg.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.